Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 347mg/dl. The mother stated that the insulin pump alarmed no delivery. The infusion set and reservoir were changed, and she was treated with the insulin pump. The caller stated that they did not notice the cannula was bent. It was stated that the customer was sick and vomiting. The mother declined testing and requested the device be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.